Event description:
The customer alleged that 2 months ago a pt became entrapped between the mattress and the rh head siderail due to attempting to climb out of bed. The siderail was broken off in order to free the pt. No injuries were reported.